Event description:
Hcp reported to MFR's rep that pt with a pump receiving morphine, cloridine, and bupivicaine had a drop in blood pressure and was treated with a narcan drip in the hosp. Pt responding well. They are now troubleshooting the catheter through the catheter access port. MFR's rep reviewed changing needles, changing syringe sizes, changing pt position, and using the template. MFR's rep reviewed options if they cannot aspirate catheter.